Event description:
The customer reported that his olympus visera 4k uhd camera control unit was presenting an e224 communication error code. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The reported error was observed before a procedure. No further information was provided.